Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the outpatient surgery center for an unrelated medical procedure. It was noted a magnet was placed over the cardiac resynchronization therapy defibrillator (crt-d) and the patient went into asystole. The magnet was removed by the clinician and the patient's heart rate was in the 30s (beats per minute). The patient's heart rate went back to 70 beats per minute after receiving medication. It was noted the histogram showed rates at times in the 30s, possibly due to bigeminy and that the patient has a history of causing ventricle to atrial timing at lower rates than the programmed lower rate. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.